Event description:
It was reported that light-emitting diode (led) on the device doesn't work. No patient injury was reported

Manufacturer narrative:
The product device was received for evaluation. Visual and functional testing were performed. Visual inspection found device was in poor condition. Functional testing found when the device was powered up, the device air detector would not turn on. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers' reported problem were found during the review of service and repair records. The root cause of the reported issue was found to be faulty printed circuit board. It was determined that the wear and tear on the device was beyond economical repair. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.